Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent an explant procedure due to implantable pulse generator (ipg) reaching end of life (eol). Post operatively the patient is doing great. In accordance with facility policy the explanted device was disposed and will not be returned.